Event description:
During preventative maintenance at the customer site, the thermogard xp ivtm system sn (B)(6) failed the power on self-test because the thermogard system did not recognize the air trap. No patient involvement.

Manufacturer narrative:
During preventative maintenance at the customer site, the thermogard xp ivtm system sn (B)(6) failed the power on self-test because the thermogard system did not recognize the air trap. Traces of saline were noted on the printed circuit assembly (pca) of the air trap sensor block, resulting in a malfunctioning air trap sensor block. The possible cause for the saline traces was an overflow of saline into the air trap holder, likely caused by a leaking start-up kit (suk) or user mishandling. However, there was no recent previous event found for a leaking suk associated with this thermogard system. No physical damage was observed on the thermogard system during the visual inspection. The air trap block with board was replaced to address the observed issue. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was reported for the thermogard xp ivtm system with sn (B)(6). (B)(4) was reported on september 05, 2022, and the air trap block with board was replaced.